Event description:
Information was received from a patient receiving an unknown drug for non-malignant pain via an implantable infusion pump regarding an external device. It was reported that the patient was having issues with the patient therapy monitor (ptm) since they got it. The patient stated the ptm is struggling sometimes to find the pump, and when it does, it gets stuck at 90% and stops forever. The patient mentioned they have seen a warning message a couple of times, which was system error message "application restarting due to system error" with service code 156. While on the call, the patient was able to successfully connect to the pump and deliver a bolus. The troubleshooting steps that were taken resolved the issue. The patient added that their handset is too heavy to carry with them along with their personal cellphone because they are on a weight restriction. Additional information was received from the patient. It was reported that the handset stops at 90% and 'hangs there forever' it seems like. They stated they have to cancel and redo the connection to get a bolus in order to connect. Troubleshooting included clearing the data. The patient mentioned again that their external handset is heavy and inquired if they could use the ptm they had used with their previous pump as it was the perfect weight. The patient mentioned they have scoliosis so bad that they are leaning on the left and anything they put in their purse is killing them and difficult to carry around. The patient mentioned they are on a 5-10 pound weight limit because of their back.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.